Event description:
It was reported to philips that cracks were found in the l rail. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed as planned by only moving the table. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse found that there was a water leakage in the ceiling causing the rail to deform. The fse solved the issue by replacing the ceiling rail. Technical investigation was initiated for further investigation of the malfunction. It was confirmed that the aluminum alloy anode corrodes first, causing the rail to crack eventually, which is a typical corrosion failure mode in mechanical design. After the rail was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.